Manufacturer narrative:
H3 other text : the device was evaluated by philips remote service personnel.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device monitor was not switching on. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective dfm100 assy processor. The reported problem was confirmed. Based on the information available, defective dfm100 assy processor is replaced with a new one to fix the issue. The device was operational after defective dfm100 assy processor is replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.